Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 272 mg/dl at time of incident and very high 400 mg/dl, higher and then it was 254 mg/dl and blood glucose did not come down and after dinner blood glucose was 200 mg/dl and something. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have not contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer reports insulin exited at the quick release. Customer did report insulin flow block alarm and did troubleshooting. Customer was reporting a past event. Customer reports alarm did not occur during fill tubing. Customer states they did change everything. Customer states they receive a steroid shot. The devices will not be returned for analysis.